Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported to be due to poor environment or source of water. On the same day as event onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated with unspecified antibiotics (doses, routes and frequencies were not reported) for peritonitis. Seven days after the onset, antibiotic treatment was discontinued, pd therapy was discontinued and the patient was transferred to hemodialysis. At the time of this report, the patient was not recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
The patient was born on an unspecified date in 2008. Should additional relevant information become available, a supplemental report will be submitted.